Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that the device had a pet watch dog error. No other issues reported. The event occurred before setup.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The reported problem was confirmed in the event history log. The main cause of customer¿s complaint was the faulty speaker, which was replaced to fix the issue. The motor and dso sensor were replaced to fix the issue. Replaced the left and right clutch, clutch spring, worm gear, worm coupling, and motor to fix the travel reverse error that was found. Also replaced the main board to fix the motor rate error that was found.